Event description:
In 2004, the pt contacted lifescan (lfs) alleging that their one touch ultra meter was prompting the error 2 message. The next day, the medical affairs specialist (mas) spoke with the pt. The pt purchased the reported meter about one month ago. Pt tested with it "6 or 7 times", then it continually prompted the error 2 message when pt tried to test. Pt usually took glyburide 5 mg twice a day after testing with the meter. If their meter result was 100 mg/dl or less, pt did not take the next glyburide dose. If their result was greater than 200 mg/dl, pt was instructed to call their physician. On the morning in 2004, pt was not able to obtain a result on the meter; it prompted error 2. Pt doesn't remember if they took their usual glyburide pill. Pt went to the ER to have their blood glucose level checked because their vision was blurry. A result of 366 mg/dl was obtained on the ER meter. An IV was started and pt was treated with insulin pt did not know the insulin dosage given. Pt was hospitalized for 4 days to regulate their diabetes. While in the hosp pt was treated with insulin injections. Pt was discharged to home an glyburide 5 mg twice a day. As the pt could not obtain a meter result and notify their physician of a high blood glucose level, there is an indication that the meter contributed to their experiencing injury and medical intervention. The event meets the criteria for a medical device reportable. The customer care rep (ccr) walked the pt through retesting with the meter and the error 2 prompt appeared. Based on the unresolved error 2 prompt, there is an indication that the product malfunctioned. The meter, test strips, and control solution were replaced. The mas advised the pt to contact lfs when pt received the replacement meter to review meter set up and operation.